Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometritis ("small sample of endometrium with focal areas of chronic endometritis") in an adult female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed at the time of essure insertion" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included multiparous, menstruation abnormal, endometriosis, gallbladder removal, obesity, acid reflux (esophageal) and tonsillectomy. Concurrent conditions included obesity, hyperthyroidism since 2017, vitamin d deficiency since 2013, high cholesterol since 2017, reflux esophagitis, vaginitis, hyperlipidemia, anxiety disorder, uterine bleeding and constipation. Concomitant products included bupropion hydrochloride (wellbutrin), celecoxib (celexa), cetirizine hydrochloride, duloxetine hydrochloride (cymbalta), estradiol, gabapentin (neurontin), hydroxyzine hydrochloride, levothyroxine sodium (synthroid), ranitidine hydrochloride (zantac), simvastatin, topiramate (topamax), triamcinolone (triam), triamcinolone (triamcinolon) and vitamin d nos (vitamin d). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), flank pain ("pain abdominal, side"), back pain ("pain abdominal, back") and fibromyalgia ("fibromyalgia"). In 2012, the patient experienced urticaria ("allergic or hypersensitivity reaction type: many allergic reactions-hives"), dry skin ("allergic or hypersensitivity reaction type: many allergic reactions - excessive dry skin"), vulvovaginal pruritus ("infection (bladder/ urinary tract/vaginal) vaginal itching"), vaginal infection ("infection (bladder/ urinary tract/vaginal) vaginal infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) uti"), cystitis ("infection (bladder/ urinary tract/vaginal) bladder infections"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), diverticulitis ("diverticulitis") and alopecia ("hair loss") and was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced hot flush ("hot flashes"), temperature intolerance ("hormonal changes: cold sensitivity"), thyroid disorder ("thyroid disorder") and fatigue ("fatigue"). In 2014, the patient experienced vision blurred ("blurred vision") and diplopia ("double vision"). In 2016, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal pain ("abdominal pain, pain"), pruritus ("itching"), neuropathy peripheral ("neuropathy to feet"), arthralgia ("arthritic pain") and post procedural discomfort ("discomfort form the day had essure") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia, fatigue, flank pain, back pain, neuropathy peripheral and arthralgia had resolved and the endometritis, rash, pruritus, the last episode of weight increased, hot flush, temperature intolerance, urticaria, dry skin, vulvovaginal pruritus, vaginal infection, urinary tract infection, cystitis, depression, thyroid disorder, stress urinary incontinence, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, vision blurred, diplopia, diverticulitis, alopecia, post procedural discomfort and fibromyalgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, cystitis, depression, diplopia, diverticulitis, dry skin, dysmenorrhoea, dyspareunia, endometritis, fatigue, fibromyalgia, flank pain, headache, hot flush, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, post procedural discomfort, pruritus, rash, stress urinary incontinence, temperature intolerance, thyroid disorder, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pruritus, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: 4 coils each were placed on the right and left side. Discripancy noted in essure removal date: (B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Ultrasound scan - on (B)(6) 2017: essure normal in size and noted in both cornu of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-dec-2018: plaintiff fact sheet received. Event fibromyalgia was added. Lab data, concomitant , historical drugs conditions were added. Product, patient & reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometritis ("small sample of endometrium with focal areas of chronic endometritis") in an adult female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed at the time of essure insertion" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's past medical history included multiparous. Concurrent conditions included obesity, hyperthyroidism since 2017, vitamin d deficiency since 2013, high cholesterol since 2017, reflux esophagitis, vaginitis, hyperlipidemia, anxiety disorder and uterine bleeding. Concomitant products included bupropion (wellbutrin), cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d), duloxetine hydrochloride (cymbalta), estradiol, gabapentin (neurontin), hydroxyzine hydrochloride (vistaril), levothyroxine sodium (synthroid), simvastatin, topiramate (topamax), triamcinolone (triam) and triamcinolone (triamcinolon). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced urticaria ("allergic or hypersensitivity reaction type: many allergic reactions-hives"), dry skin ("allergic or hypersensitivity reaction type: many allergic reactions - excessive dry skin"), vulvovaginal pruritus ("infection (bladder/ urinary tract/vaginal) vaginal itching"), vaginal infection ("infection (bladder/ urinary tract/vaginal) vaginal infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) uti"), cystitis ("infection (bladder/ urinary tract/vaginal) bladder infections"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), the first episode of weight increased ("weight gain"), diverticulitis ("diverticulitis") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), flank pain ("pain abdominal, side") and back pain ("pain abdominal, back"). In 2013, the patient experienced hot flush ("hot flashes"), temperature intolerance ("hormonal changes: cold sensitivity"), thyroid disorder ("thyroid disorder") and fatigue ("fatigue"). In 2014, the patient experienced vision blurred ("blurred vision") and diplopia ("double vision"). In 2016, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal pain ("abdominal pain, pain"), pruritus ("itching"), the second episode of weight increased ("weight gain"), neuropathy peripheral ("neuropathy to feet"), arthralgia ("arthritic pain") and post procedural discomfort ("discomfort form the day had essure"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia, fatigue, flank pain, back pain, neuropathy peripheral and arthralgia had resolved and the endometritis, rash, pruritus, the last episode of weight increased, hot flush, temperature intolerance, urticaria, dry skin, vulvovaginal pruritus, vaginal infection, urinary tract infection, cystitis, depression, thyroid disorder, stress urinary incontinence, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, vision blurred, diplopia, diverticulitis, alopecia and post procedural discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, cystitis, depression, diplopia, diverticulitis, dry skin, dysmenorrhoea, dyspareunia, endometritis, fatigue, flank pain, headache, hot flush, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, post procedural discomfort, pruritus, rash, stress urinary incontinence, temperature intolerance, thyroid disorder, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pruritus, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: 4 coils each were placed on the right and left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometritis ("small sample of endometrium with focal areas of chronic endometritis") in an adult female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed at the time of essure insertion" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's past medical history included multiparous. Concurrent conditions included obesity, hyperthyroidism since 2017, vitamin d deficiency since 2013, high cholesterol since 2017, reflux esophagitis, vaginitis, hyperlipidemia, anxiety disorder and uterine bleeding. Concomitant products included bupropion (wellbutrin), cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d), duloxetine hydrochloride (cymbalta), estradiol, gabapentin (neurontin), hydroxyzine hydrochloride (vistaril), levothyroxine sodium (synthroid), simvastatin, topiramate (topamax), triamcinolone (triam) and triamcinolone (triamcinolon). In 2012, the patient experienced urticaria ("allergic or hypersensitivity reaction type: many allergic reactions-hives"), dry skin ("allergic or hypersensitivity reaction type: many allergic reactions - excessive dry skin"), vulvovaginal pruritus ("infection (bladder/ urinary tract/vaginal) vaginal itching"), vaginal infection ("infection (bladder/ urinary tract/vaginal) vaginal infections"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) uti"), cystitis ("infection (bladder/ urinary tract/vaginal) bladder infections"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), the first episode of weight increased ("weight gain"), diverticulitis ("diverticulitis") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), flank pain ("pain abdominal, side") and back pain ("pain abdominal, back"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced hot flush ("hot flashes"), temperature intolerance ("hormonal changes: hot flashes"), thyroid disorder ("thyroid disorder") and fatigue ("fatigue"). In 2014, the patient experienced vision blurred ("blurred vision") and diplopia ("double vision"). In 2016, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal pain ("abdominal pain, pain"), pruritus ("itching"), the second episode of weight increased ("weight gain"), neuropathy peripheral ("neuropathy to feet"), arthralgia ("arthritic pain") and pelvic discomfort ("discomfort form the day had essure"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia, fatigue, flank pain, back pain, neuropathy peripheral and arthralgia had resolved and the endometritis, rash, pruritus, the last episode of weight increased, hot flush, temperature intolerance, urticaria, dry skin, vulvovaginal pruritus, vaginal infection, urinary tract infection, cystitis, depression, thyroid disorder, stress urinary incontinence, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, vision blurred, diplopia, diverticulitis, alopecia and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, cystitis, depression, diplopia, diverticulitis, dry skin, dysmenorrhoea, dyspareunia, endometritis, fatigue, flank pain, headache, hot flush, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic discomfort, pelvic pain, pruritus, rash, stress urinary incontinence, temperature intolerance, thyroid disorder, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pruritus, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: 4 coils each were placed on the right and left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, lot number, concomitant disease and medications, new events endometritis, hot flush, temperature intolerance, menorrhagia, vaginal haemorrhage, urticaria, dry skin, vulvovaginal pruritus, vaginal infection, urinary tract infection, cystitis, depression, thyroid disorder, stress urinary incontinence, migraine, headache, nausea, tooth disorder, dysmenorrhea, dyspareunia, vaginal discharge, vision blurred, double vision, weight increased, diverticulitis, alopecia, back pain, flank pain, neuropathy peripheral, arthralgia, device monitoring procedure not performed and medical device monitoring error added. Outcome for the events pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, fatigue, dyspareunia, flank pain, back pain, neuropathy peripheral and arthralgia added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), pruritus ("itching") and weight increased ("weight gain"). The patient was treated with surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the pelvic pain, rash, abdominal pain, alopecia, pruritus and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, pelvic pain, pruritus, rash and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.